Manufacturer narrative:
Initial and final MDR 1918149- MDR 3003442380-2024- 15307- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced three event of infusion set fell off during use. The infusion set had been in use for less than 15 hours of insertion. Patient's blood glucose was noticed at time issue 23.5mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.